Event description:
Literature: bonouvrié la, van schie pem, becher jg, van ouwerkerk wjr, reeuwijk a, jeroen vermeulen r. Effects of intrathecal baclofen on daily care in children with secondary generalized dystonia: a pilot study. European journal of paediatric neurology. 2011;15(6):539-543. Doi:10.1016/j.ejpn.2011.05.003. Summary: the authors perform a pilot study to determine if intrathecal baclofen (itb) improves daily care and decreases dystonia and pain in patients with dystonic cerebral palsy (cp). Event: the authors report that one patient experienced a cerebrospinal fluid leak during the trial treatment resulting in headache, nausea and premature abortion of the blinded trial phase. It was unclear if this patient received itb via an external catheter with bolus injections or via a continuous micro-infusion pump. The interventions taken for this event was a dosage decrease and bed rest. Despite this complication during this study, a programmable pump was implanted.